Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the information provided, the most likely cause of the hypotension is unknown but may be related to the patient's poorly functioning lv prior to the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during a transaortic tavr procedure with a 26mm sapien 3 valve, difficulty in crossing the patient's native annulus was noted. Access had been achieved at the ascending aorta and no problems were noted until the delivery system was inserted. The tip of the certitude delivery system was able to cross the native annulus; however, the balloon and valve had difficulty crossing. During the attempts, hypotension was noted due to the bleeding from the catheter site and low cardiac output due to the tip of delivery system across the annulus. The physician decided to perform balloon aortic valvuloplasty (bav) but the hypotension continued and the patient's pulse was weakening. Percutaneous cardiopulmonary support (pcps) was implemented. The delivery system and sheath were removed. A new sheath was inserted and bav executed. A new kit was opened and new valve was implanted without incident. A blood transfusion was executed and the patient's hemodynamics became stable. The patient was weaned off the pcps and transferred to ICU but passed away on pod 11 of multi-organ failure due to cardiogenic shock. The physician stated that the patient's vmax a year ago was 5m/s; however, it recently worsened to 4m/s as the lv function was weakening. With this information, bav should have been done before the valve implantation.